Event description:
In 2009, pt reported high blood glucose readings while using her primary infusion device. Pt reported elevated blood glucose readings of 225 mg/dl, 244 mg/dl, 265 mg/dl, and 349 mg/dl about one week prior. Pt stated she had disconnected the infusion tubing from her infusion site and delivered a bolus of 6.0 units of insulin, but no insulin dripped from the end of the infusion tubing. There was no battery in the infusion device at the time of the call, and the pt declined to troubleshoot the issue. Pt reported that no errors or alerts displayed on the infusion device. Pt stated she can account for all boluses. Pt reported she primed 25 units then primed an add'l 11 units to make sure insulin was flowing from the infusion tubing. Pt was adamant that she "was doing nothing wrong". Troubleshooting did not reveal any product issues. Recommended she contact her doctor for advice. On f/u call about one week later offered to send a rep to assist her; pt declined. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.